Manufacturer narrative:
Corrected data: d4 (serial #).

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10 *the aware date(g3) reported in the initial report was submitted incorrectly. The aware date should read: 12mar2024.

Event description:
N/a.

Event description:
It was reported that before use, the cs100 intra-aortic balloon pump (iabp) on monitor is displayed color noise.

Manufacturer narrative:
The customer chose not to repair the unit. The investigation will be reopened and updated accordingly if new information is given. H3 other text : not returned to manufacturer.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) on monitor is displayed color noise.